Event description:
It was reported by the patient that the previously working remote monitor would no longer power up, even with new batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the previously working remote monitor will not power on even with the batteries replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the terminal dual spring was rusty. The monitor powered up with known good batteries. The monitor was able to power up and was working as expected.